Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. E1: (B)(6) the device was not returned to olympus for inspection, and the reported failure was not¿confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause could not be identified. However, the most probable cause for the malfunction is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use ligating device loop could not be released. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.